Event description:
The manufacturer received information alleging a ventilator's internal battery failed. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. However critical errors indicated the internal battery had permanently failed. No repairs were performed and the device has been scrapped.